Manufacturer narrative:
Intitial reporter phone number: (B)(6). B3, g4: unknown. One device was received for evaluation. Visual inspection found the device to be slightly worn. A review of the device's event history log found 'downstream occlusion' alarms. Functional testing was performed. Upon review, the customers problem could not be confirmed; however, the ehl shows that there were many occlusion alarms within the last months. The device will be calibrated and the dso seal will be replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a ¿permanent overprint error¿. There was unknown patient involvement.